Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: black/red particles in the surface of the shell, broken shell and underweight. A microscopic analysis was performed which identify a striated edge broken, consist with use of a surgical tool. Based on the device analysis the final assessment is: a striated edge broken on anterior side due to surgical damage. Missing piece of the shell assessed as inconclusive.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a left side rupture. Device has been explanted.